Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed elective replacement indicators (eri). There was concern that this device displayed eri earlier than expected. The patient was scheduled for an urgent replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
This device was successfully replaced and was returned for laboratory analysis. A review of device memory revealed that the device declared elective replacement indicator (eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher than typical build-up of internal battery impedance.

Manufacturer narrative:
When additional information has been received or when this device has been removed, replaced and returned, analysis will be performed in an attempt to determine the root cause of this event.